Manufacturer narrative:
MFR site: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set disconnected from the bottom y-site which resulted in a leak. This issue was identified during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. H10: the device was received for evaluation. Visual inspection was performed and the tubing was observed separated from the first y- site clearlink in the upstream part. Dimensional test was performed and the result was according to specification. The reported condition was verified. The cause of the condition was due to improper solvent application during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.